Event description:
A malfunction alarm was reported with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The customer was advised to continue using the pump and to call back if the malfunction code recurred, which the customer acknowledged and understood.